Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced no audio alert and an adverse event. Patient reports that the continuous glucose monitor (cgm) did not alert for a when their blood glucose (bg) level was at 45 mg/dl. Patient woke up feeling "funny" at 2:00 am because of the low. Patient proceeded to eat. Later when patient woke up at 6:00 am, his bg level was at 258 mg/dl. Patient self-administered insulin. It is not known if the cgm alerted for the high, or that alert was missed as well. Additionally, the patient tested the alert function of the receiver and the audio alert did work. The alert setting was turned on for the alert that was missed. At time of contact, patient is better. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. An audio test to verify audible tone from speaker was performed and the test did verify audible tone from the speaker. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.